Manufacturer narrative:
Device evaluation: a visual and a tactile inspection were carried out on the device: the balloon was found unfolded and the stent was off the balloon, deployed and visible deformed. During the analysis, the device was flashed and a 0.035¿ guide wire was successfully advanced though the device. Then, the balloon was inflated at the nominal and at the rbp pressures, as per IFU and indication on the original box of the device. No issue detected. The stent was measured. One of its two extremities was visible crushed.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a scuba co-cr stent to treat a lesion on lsca with 70% stenosis exhibiting slight vessel calcification and tortuosity, no abnormality noticed during inspection prior to use. During the operation, after right femoral artery puncture with 8f sheath and reached the lesion with 8f guiding catheter, the .035 exchange guide wire crossed the lesion. The balloon was not inflated completely and caused the stent failed to deploy normally. The scuba was exhausted air and delivered to target lesion by the exchange guide wire. When the stent was well located, it was deployed by force pump, however, the proximal of the stent was unable to deploy while the distal of the stent deployed (during the procedure the pressure reached 16pa). The stent was removed from patient together with the delivery system, during external inspection the proximal of the stent still could not deploy. Physician replaced it with another stent of the same model to complete the operation. No patient injury reported as a result of the event. "Please note that this device (scuba co-cr stent) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.